Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The time clock was monitored for 30 days, no gain or loss of time noted. The insulin pump had cracked case at the reservoir tube window corners, cracked lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was losing or gaining time. The loss was more than 9 minutes and within 30 days. Customer will be sent a replacement. The issue occurred during normal use. Customer was asked verbally and in written form to return the pump for analysis.